Event description:
The customer received questionable thyroid results for multiple patient samples from a cobas e602 analyzer. Of the data provided for four patient samples, only the results for one patient sample were discrepant. The specific date of testing was not provided. The investigation testing was performed on (B)(6) 2015. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the thyrotropin (tsh) assay and (B)(6) for the free triiodothyronine (ft3) assay. Information concerning which results were reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. Based on the results, no action was taken. The investigation results will be reported to the customer. Sample from the patient was submitted and no interfering factor was identified. The ft3 result obtained was within the reference range and corresponded to centaur result. The ft4 and tsh results were below reference ranges and also correspond to centaur result. The customer's results could not be reproduced. A specific root cause could not be identified as no additional patient sample was available for further investigation. It is known that different methodologies can generate differing results due to the overall setup of the assay, antibodies used and differences in reference or standardization materials.

Manufacturer narrative:
This event occurred in (B)(6).